Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
According to the reporter, during a tibial plateau open reduction internal fixation (orif) the surgeon was bending a 4.5 mm lcp and the bending iron broke at the end where the plate is placed; one of the arms broke off. The broken fragment was retrieved. The surgeon used the bending vice to complete the procedure, there was no patient harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The manufacturing evaluation found that the device had a rusty and worn off look. This device is 10 years old and has a worn off appearance. The microscopic view of the broken surface does not show any anomalies of materials structure. This complaint is deemed invalid from a manufacturing standpoint. The product development evaluation noted that a single bending iron was returned. At the end of the bending iron, where the plate is placed in between the two arms, one of the arms has broken where it meets the shaft of the product. No other visible defects were noted on the bending iron. The 329.07 bending iron, when used with an identical bending iron, is designed to bend 2.7 mm and 3.5 mm reconstruction plates ((B)(4)). There is a separate bending iron for 3.5 and 4.5 mm reconstruction plates (synthes part number 329.08). According to the complaint description, this bending iron was used to bend a 4.5mm lcp plate which can be either (B)(4). The material used and the design are acceptable when used with the plates they are designed to be used with. The bending iron in this complaint was used in a manner in which it was not designed to be used. This investigation found this complaint to be invalid.